Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, no fracture visible, but possibly blocked. Problem noted 26/06/24, while in use in patient, PICC removed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a blockage could not be confirmed. The product returned for evaluation was a 4fr single lumen powerpicc solo with a needleless injection cap. Usage residues were observed throughout the catheter. An attempt to flush the catheter with water using a 12ml syringe revealed the catheter was patent to infusion and aspiration. No occlusions were observed during flushing. Microscopic inspection of the catheter did not reveal any damage or deficiencies. The complaint of a blockage was not discovered during evaluation of the returned sample. Therefore, this complaint is unconfirmed at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, no fracture visible, but possibly blocked. Problem noted (B)(6) 2024, while in use in patient, PICC removed. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of the catheter 41cm, inserted in right vein. 2cm exit site markings. Securacath used. PICC used for oncology treatment, decarbazine, doxirubicin, vinblastine. Taurolock administered, would not aspirate, PICC removed same day. Chloraprep used to clean catheter site during dressing change. 12% catheter to vein ratio. No leakage, no kinks or fractures seen.